Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 39 mg/dl while sleeping and wearing the pod. The patient reports loosing consciousness. Upon arrival of the paramedics the patients blood glucose level was taken and the patients blood glucose level had rose after 1 hour to 120 mg/dl after consuming glucose sugar water and having a full meal. The patient reports they are still using the pod for insulin delivery. The patient was with the paramedics for 1 hour. The patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.